Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What was the location of suture placement? On what tissue was the prolene suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Where was suture broken? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? What tissue dehisced? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to these events (wound dehiscence and suture breakage)? What is the patient¿s current status?

Event description:
It was reported that the patient underwent the unilateral total knee replacement on (B)(6) 2020 and the suture was used to close a skin on straight needle. It was reported that wound dehiscence occurred post-operatively and discovered on the second day of the surgery due to suture breakage. The patient was readmitted to the or. The suture was removed, and skin was re-closed with another suture on (B)(6) 2020. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 05/19/2020. Additional information was requested, and the following was obtained: what was the location of suture placement? On the knee. On what tissue was the prolene suture used? Skin closure (subcuticular closure). What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the suture placed (interrupted or continuous)? Continuous. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? No. Where was suture broken? In the middle of the incision and during its removal. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? No, everything seemed normal, nothing unusual during closure. What tissue dehisced? The skin. Provide surgical re-operation notes? The patient was readmitted to the or, to remove the broken suture and they used another suture for skin closure; interrupted prolene, size 0 instead for better security. What was the appearance of the suture during the second procedure? - it was fragile, breaking during its removal. What is physician¿s opinion as to the etiology of or contributing factors to these events (wound dehiscence and suture breakage)? The surgeon thinks there should be a problem with the suture. He never faced anything similar before. But he decided to use prolene size 0 interrupted instead of 2-0 continuous, to avoid any risk of dehiscence. What is the patient¿s current status? Healthy. Is the device available for return? No.